Event description:
It was reported that the user experienced a blood glucose of 53 mg/dl while fasting and declined to treat despite counseling that fast-acting carbohydrates are required because the pump cannot raise glucose. Symptoms included signs consistent with hypoglycemia, though details were not provided. Outcomes included unresolved low glucose at call end with no reported injury or hospitalization. Investigation included troubleshooting and education on urgent low and low glucose alerts, appropriate treatment, and pump learning behavior. Investigation of this case revealed no device malfunction and suggested user-related factors, including refusal to treat hypoglycemia, as the likely contributor to persistent lows. It was concluded, based on previously established findings for similar reports, that the cause was use error related to inadequate treatment of hypoglycemia.